Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
It was reported that the patient received inappropriate high voltage therapy due to oversensing and experienced discomfort. Externalized conductors were confirmed via diagnostic imaging. High voltage therapy was deactivated. The patient was stable and will continue to be monitored. There were no adverse consequences.